Event description:
It was reported that the leads were twittled back into pocket. As such, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.